Event description:
This was a left-sided lead extraction performed in the ep lab to remove a non-functioning sjm riata 1580 ICD lead (rv; 2004). The patient was prepped with an arterial line, fluoroscopy in use, tee placed, blood products in the lab, and cvs on standby. The lead was cut and a lld-ez inserted. Lasing began with a 14f sls ii (without teflon sheath) for approximately 1.5 minutes progressing to the distal portion of the proximal coil. The md removed the 14f sls ii and upsized to the 16f sls ii (without teflon sheath) and continued to lase for another 30 seconds until the patient's blood pressure took a sharp decline. The cvs was called into the room (arrived approximately 2 minutes) tee confirmed an injury and within 5 minutes a right-sided chest tube was inserted. Within 10 minutes a sternotomy was performed and a 2 sonometer tear was found in the ra/svc junction was found and successfully repaired. The sjm 1580 was successfully extracted while the patient's chest was open. Patient was stabilized and transferred to the ICU for recovery.

Manufacturer narrative:
Disposed of after use by hospital staff.